Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2024 while reportedly wearing the lifevest. The patient received two inappropriate treatments. The device was started up at 00:49:28 on (B)(6) 2024. At 10:47:09 on (B)(6) 2024, an arrhythmia was detected. ECG shows asystole with intermittent cardiac activity. At 10:48:22, the patient received the first inappropriate treatment. Oversensing of low amplitude cardiac signal contributed to the false detection. The patient was in a non life-sustaining rhythm prior to the treatment. Rhythm at time of treatment was asystole. Post shock rhythm continued to be in asystole, which is a non life-sustaining rhythm, with intermittent cardiac activity. At 10:49:11, the patient received the second inappropriate treatment. Oversensing of cardiac activity contributed to the false detection. The patient was in a non life-sustaining rhythm prior to the treatment. Rhythm at time of treatment was asystole. Post shock rhythm continued to be in asystole, which is a non life-sustaining rhythm, with intermittent cardiac activity. The device was shut down at 13:18:13 on (B)(6) 2024.

Manufacturer narrative:
The electrode belt and monitor have not been recovered. The device flag data from the last download does not indicate any device malfunction.